Event description:
The lead was explanted and replaced, and the patient was stable with no adverse consequences.

Event description:
The lead was capped and replaced.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. However, information from the field and technical services indicate the event may be caused by potential lead damage.

Event description:
Noise causing oversensing on the right ventricular (rv) lead was noted potentially due to lead damaged. No further intervention has been performed at this time and the lead will continue to be monitored. The patient was stable with no adverse consequences